Manufacturer narrative:
Product was returned and visually reviewed. The analysis report on 3/21/2016 completed indicated it was a possible pinhole leak in the heat exchanger seam. Samples returned were contaminated with blood. Level of defect low and no root cause was noted. End of report

Manufacturer narrative:
No information was provided as to the health professionals that came in contact with the sprayed blood due to the leak. It was noted that a warming unit was used with the standard flow disposable set but no specific information was provided as to model number or name.

Event description:
A male nurse anesthetist reported that a female patient, age unknown, had unspecified surgery on (B)(6) 2015. The woman received blood that was warmed with a 3m ranger standard flow disposable set (model 24250) and a ranger warming unit (model not specified). An IV set was used that had a manual pressure bulb. According to the nurse anesthetist, minimal pressure was applied to the bulb. A leak was alleged in the ranger disposable set. Blood sprayed into the operating room. O.r. Staff was exposed but the blood was contained. The ranger disposable set was removed and a new set was placed into the warmer. The manual pressure bulb was used with minimal pressure. Leaks were alleged in the cassette with blood coming out from two places. The surgery proceeded and no patient injury was alleged. The patient was transferred to the intensive care unit. A new disposable set was placed into a new warming unit. No pressure was applied. The nurse anesthetist alleged the disposable set leaked.